Manufacturer narrative:
A zoll field service representative was onsite for the evaluation. Following an investigation of the data file and onsite testing, no new evidence was discovered. The investigation has been concluded, attributing the issue to poor coupling, as the log evidence suggests that the coupling between the patient and the pads was a factor. The unit successfully passed all tests utilizing the customer's mfc and roc adaptor. During stress testing, the device maintained a clear signal and could deliver CPR feedback along with multiple analysis readings without any faults. It was determined that the device is functioning as intended. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.